Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, rash, and redness, extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the abdomen. The patient stated that on the 2nd day of using the sensor she felt tingling and itchiness on her abdomen. The patient continued to use the sensor for a total of 10 days. After the sensor was removed, she noticed the severe skin reaction underneath the entire patch and extended beyond patch perimeter. At first patient put some calamine lotion on the affected area, but after 7-10 days skin reaction became worst, and it got extended all over her upper body, her neck, shoulder and arm. The patient described it as having sashes and hives all over her body. The patient consulted with her doctor on (B)(6) 2025 and she was prescribed with a prednisone, ranitidine, and triaderm cream. The doctor stated that she might have late skin reaction to the adhesive. According to patient she started using the prescribed medication on (B)(6) 2025 and at the time of the report the skin reaction was still healing. No additional event or patient information is available.